Event description:
Medics connected the device to a person diagnosed in cardiac arrest. The device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. Paramedics arrived and continued treatment of the patient using the same electrodes with their lifepak 12 defibrillator. No other problems were reported. The patient's outcome was not known.